Manufacturer narrative:
A review of the device history record cannot be completed as device model, serial# and lot# are unknown. Device return requested h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 (B)(6) , employee of intuvie, received a call from (B)(6) , patient with (B)(6) center, and the following call notes were documented: patient called because their pump was off. Guided them in booting it backup but there was no resume infusion option. Informed them that we cannot continue the infusion and to call the clinic first thing in the morning. The patient was extremely unhappy and aggravated as this is the second time this happened to them. No further detail provided. Infusion took place at home. Patient involved. No patient was harmed. Unsure if device will be returned or if they will deem it an internal battery issue and put it back into rotation. On (B)(6) 2023 (B)(6) , employee of intuvie, sent an email to the facility contact to see if they will be returning the pump and requested the serial number. On (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.